Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed right plunger case cracked at top surface. Motor not running error found while priming syringe for occlusion test. The root cause of the reported issue was normal wear, device was over fourteen years old. Normal wear of multiple drive train components. Actions taken to mitigate the reported issue: replaced worm coupling, worm gear, lead screw, and both clutch halves due to old parts. Performed delivery test and all functional tests which passed. D4: UDI information is unknown.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.